Event description:
It was reported the patient had an initial left knee arthroplasty. Patient is currently experiencing a pinching sensation and limited range of motion. No additional information has been received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-other-femorals-unk, MDR: 0001822565-2022-02958. Kne-other-bearings-unk, MDR: 0001822565-2022-02959.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. Additionally, it was determined during the investigation that the event was determined to be not reportable. The initial report should be voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. Additionally, it was determined during the investigation that the event was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.